Event description:
Complainant alleged that during training by a zoll med sales rep, the device failed pacer test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.